Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed that the battery compartment was cracked. The returned battery cap was used to complete investigation. Investigation also revealed that the display screen was dim, fading, and discolored. Unrelated to these issues, investigation revealed that the keypad cover was peeling. All buttons responded normally to button presses and there were no button contact defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).